Event description:
According to the reporter, during the laparoscopic procedure, the clip applier blocked after inserting 4 clips and the handle could not be squeezed. In addition, the clips in place had a defect in shape (twisted during pressurization). The clip applier was changed to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.